Event description:
Customer reported the secondary medication emptied rapidly back up into the primary bag. Date of event unk. Testing further confirmed back flow. This set was sent to the supplier for further analysis. If any new info received, a f/u report will be submitted.

Manufacturer narrative:
Manufacturer's report date: 12/10/2008. Requested and all available info is included.